Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the initial mitraclip procedure was performed approximately three years ago to treat functional mitral regurgitation (mr). One clip was implanted, reducing the mr. On (B)(6) 2022, a follow-up echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr had increased to 4. An additional mitraclip procedure has not been decided yet. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record review was not performed because no lot information was provided. Additionally, a review of the complaint history was not performed because no lot information was provided. Based on available information and without the device to analyze, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the slda. The reported patient effect of mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.